Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3998, lot# va0hxx1, implanted: (B)(6) 2015, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a fractured bone in their back which occurred during the surgery to implant their implantable neurostimulator (ins). This issue made the patient ¿really sore¿ and stated that they had to take the bone out. At the time of report the patient had ¿nice even¿ stimulation from the ins that was ¿calming¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a manufacturing representative (rep) did follow-up with the patient and was unable to determine if the implant caused the fracture in the back. The patient last said he was going to return to his primary care physician to manage the pain.